Event description:
Following intraocular lens (iol) implant surgery, pt is seeing a dark temporal shadow, but the shadow has diminshed since the initial surgery. The association between this event and the iol is not known.